Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: proposed component code: mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during drilling of peg holes, the drill broke on the fourth and final hole. There was no surgical delay, and the tip was retrieved from the patient. No further information has been provided.